Manufacturer narrative:
Device is used for treatment not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reportedly, the surgeon encountered issues during an anterior lumbar fusion with the synfix-lr 15mm at l4-l5 and the antegra construct at l5-s1. After inserting the spacer, the surgeon attached the 12mm synfix mini-open fixed handle aiming device and used the low profile u-joint awls for the trajectory of the screws. The surgeon inserted the downward synfix-lr 4.0mm ti locking screw 15mm. He had difficulties inserting the upward right synfix-lr 4.0mm ti locking screw 20mm at l4. The surgeon removed the upward right synfix-lr 4.0mm ti locking screw 20mm at l4 because he felt it was too short. He attempted a synfix-lr 4.0mm ti locking screw 25mm screw instead, which did not advance all the way through. The surgeon then decided to remove the aiming device and both the 15mm and 25mm synfix-lr 4.0mm ti locking screws. When attempting to remove the synfix-lr 4.0mm ti locking screw 25mm screw the plate came off of the synfix-lr spacer. The surgeon removed the spacer and implanted a new synfix spacer with an anterior plate. The surgeon assembled the new aiming device on the plate and inserted all the new screws. He still had difficulty with the upper right screw (synfix-lr 4.0mm ti locking screw 20mm) at l4. After reviewing the final fluoroscopy image, the surgeon decided to replace the l4 top right screw. The surgeon was unable to replace the screw because the screw stripped when trying to remove it. The surgeon elected to leave the stripped screw implanted. The procedure was successfully completed without any reported patient harm. The reported event resulted in a 15-minute delay. It is unable to determine which of the aiming devices is the suspect device. This is report 10 of 12 for complaint (B)(4).

Manufacturer narrative:
A product development evaluation was completed: the applicable technique guide was reviewed. Upon inspection of received devices 03.802.230 (lot# 8329035 and 8421951), each awl device is in good conditions; no damage was seen that may have potentially contributed in the screw insertion difficulty reported. Also both awls were inserted in the orifices of the returned aiming device and no interaction problems were noted. Additionally, the caudal tip (handle side) of each input shaft exhibits impact marks however technique guide indicated this is not necessary, it is likely that resistance was experienced when breaking the cortex however it is unknown if high dense bone was encountered or other factors were present. It is not clear either if the guiding forceps were used or if the aiming device was properly attached and aligned to provide correct trajectory to the screws or if the implant coupling knob was secured; if it is used in loosened state may also contribute to cause improper opening of the cortex and subsequent difficulties as reported. The applicable and associated component drawings were reviewed. These drawings detail the appropriate dimensions, materials and finishing processes. Additionally, the interface between the aiming device and the awl was verified, no potential design issues were found. The awl design is adequate for its intended use and did not contribute to this complaint. In conclusion, based on the evaluation results, it is not confirmed a condition that may have contributed to cause the difficulty experienced and it is not clearly determined how it could occur however the design of reported device was found to be adequate for its intended use. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records was completed: no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.